Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17347243 was performed and it was found that no other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a saber rx balloon catheter (2mm2cm155), it was reported that the balloon catheter was delivered to the lesion for inflation. However, it ruptured at 6 atmospheres (atm). Therefore, it was removed intact and replaced with a new saber otw balloon catheter and inflated at 12 atm. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. A sheath introducer (4.5f parent, terumo) was inserted and a guidewire (chevalier floppy, fmd) crossed the lesion.

Manufacturer narrative:
Complaint conclusion: during the use of a 2x20mm 155cm saber rx balloon catheter (bc), it was reported that the balloon catheter was delivered to the lesion for inflation. However, it ruptured at six atmospheres (6 atm). Therefore, it was removed intact and replaced with a new saber otw balloon catheter and inflated at 12 atm. The procedure finished successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. A non-cordis sheath introducer (4.5f) was inserted and a non-cordis guidewire crossed the lesion. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The device was not returned for analysis. A device history record (DHR) review of lot 17347243 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.